Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: h6: medical device problem code h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw. The returned suture capture is deformed but not broken. The upper jaw is skewed to the right. Bio debris is present. No other visual deficiencies. Images attached. A functional evaluation revealed the jaw will close and the suture passer needle will deploy when trigger is initiated. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a mmprt procedure, when the ultratape was passing through the medial meniscus, the capture window on the upper jaw of one (1) firstpass mini straight was about to come off. No piece fell inside the patient. It is unknown how the procedure was performed or if there was any surgical delay. No further complications were reported.